Manufacturer narrative:
One unknown restoration with a cement fixed crown was returned for inspection. An unknown screw was confirmed to be fractured in the abutment. The drive feature is worn and stripped. Returned x-ray showed the unknown restoration seated in an unknown implant, and the missing piece of the fractured screw. No device lot number was provided so a device history record review and a complaint history review could not be performed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The complaint is confirmed.

Event description:
It was reported that patient presented with no restoration. Doctor confirmed that the unknown abutment screw was fractured and a little piece was in implant.